Event description:
(B) (4) clinical study. Same case as MFR ID#: 2134265-2010-01973, 2134265-2010-01972. It was reported that during a coronary artery drug eluting stenting treatment procedure, a vessel dissection occurred. The 80% stenosed and 20mm long target lesion was located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 3.25mm. The lesion was treated with predilation and placement of a 3.0x24mm taxus liberte stent and post dilated with a 3.5x12mm quantum maverick balloon at 14atm for 14 seconds and 16 atm for 10 seconds. The balloon was removed so the vessel could be visualized and was reinserted and inflated to 20atm for 18 seconds. Following post dilation, a type c edge dissection was noted distally and was treated with an overlapping 3.0x8mm taxus liberte stent. The patient was discharged 1 day later on aspirin and prasugrel. 12 days after discharge, the patient was hospitalized for a gi bleed. It is the opinion of the physician that the event of vessel dissection and gi bleeding is unrelated to the taxus liberte stent, but the event of gi bleeding is possibly related to the antiplatelet medication.

Manufacturer narrative:
(B) (6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that per review of films by the reporting physician, it was confirmed that the dissection occurred during post-dilation with the quantum maverick balloon.